Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient alert sounded, and when the physician checked the device, the device displayed ''atrial not taken.'' The physician was able to obtain the necessary measurements manually, but was annoyed that the alarm would continue to sound even if the measurement was not taken. The device status is unknown. No patient complications have been reported as a result of this event.